Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 400 mg/dl at the time of incident due to eating peanut butter and was low to 112 mg/dl. The customer declined troubleshooting. The customer stated that she fell and passed out. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.